Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted without allegation and returned for analysis.

Manufacturer narrative:
Boston scientific crm received information that this device had a battery monitoring voltage of 2.16 v after 39 months of implant. This device is part of the shortened replacement window advisory which was communicated april 5, 2007. This device has been explanted and returned for analysis. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition.